Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Revised initially for a failed ceramic liner and head (B)(6) of last year. Evidently, it had dislocated anterioly twice since then the surgeon opted to revise for dislocation and the liner and femoral head was removed and replaced with a longer femoral head and a mdm construct. Right side. Nothing was loose or broken.